Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles, when attempting to close the safety shield over the IV cannula, the shield slipped to the side leaving the cannula exposed. Two (2) devices had this safety shield failure. One of the devices caused a needle stick injury to the user. There was no post exposure testing or medical intervention. No further impact was reported regarding patients or users.

Manufacturer narrative:
Investigation summary: "material #: 368608. Lot/batch #: 4192597. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their safety shield engaged, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."